Manufacturer narrative:
H10: a philips authorized service provider (asp) confirmed the issue was not caused by a faulty 24v power supply as initially reported. The issue was determined to be caused by a loose turbine (or blower) plate cable. The symptoms experienced, the diagnostic report (drpt) and associated diagnostic codes were requested from the customer but not provided. The customer enlisted a third-party service vendor to repair the device. The issue was resolved by tightening the cable connection. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from a customer, reporting a faulty 24 volt supply on the v60 ventilator. The device was in clinical use. There was no report of harm. The device was exchanged for an alternative ventilator with no patient impact. The device did not meet specification for intended use and was removed from service. An initial device evaluation determined the connecting line of the blower plate was loose. Tightening of the connection and retesting of the device was advised.